Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that the patient had increased spasticity. There was a suspected issue along the catheter track; clear fluid, assumed to be drug, was observed in the pocket site. A dye study was done and was normal; there were no obvious findings. The pump and catheter were replaced. The catheter was broke. A piece of the catheter was unable to be retrieved from the abdomen. The patient status was reported to be ¿alive - no injury¿. The pump was delivering lioresal.